Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h5. Corrected: h6 (patient). Removed patient code for device revision or replacement and replaced with no code available (3191) for surgical intervention.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain and loosening of the tribial tray at cement to implant interface. Competitor cement was used. Patient had a right tka. Attune posterior femur size 4, tray size 4 and poly insert were revised. Femur well fixed with tray that was loose with large osteolytic femoral and tibial lesions. Patient's bmi is around 35. Doi: unknown, dor: (B)(6) 2020, right knee.